Event description:
The physician tried to treat a large atrial septal defect, ostium secundum type with an amplatzer 20mm device without success. After positioning attempt of the device, the patient developed a bav 2.1, which solved spontaneously and quickly after the device was retracted into the sheath and removed. Another device was not used, the defect was surgically closed.

Manufacturer narrative:
Review of the imaging by a medical professional resulted in the following findings: a pfo/asd with no retroaortic rim, color flow doppler left to right shunt measures 9mm in diameter. There is redundant, aneurismal atrial septum. Measurement with balloon sizing is initially 16mm, then 18mm. After deployment, the device appears in good position although only the aortic rim is recorded on cd. The device is very flat after release. Aortic, posterior and svc rims are visualized briefly with the device in good position. There is no obvious reason why av block would have occurred after device placement. Cardiac arrhythmia is a known major adverse event reported in the clinical study (asd IFU, events, section 6.3.1).